Event description:
The hospital reported that during a coronary artery bypass procedure, after deployment of the delivery device excessive bleeding was noted. The surgeon removed the seal from the aorta due to bleeding that was unable to be stopped by the finger on the incised site of the aorta. There was no visible crack in the seal during the loading of the device. A partial clamp was used to complete the procedure. The blood pressure of the patient prior to the surgery was over 55 mmhg and no degeneration was noted in the aorta. No calcification was noted in the incised area. The diameter of the incision in the aorta was over 2.5 cm. The amount of bleeding was approximately 1000 ml. During bleeding, the blood pressure decreased to 50 mmhg. No info about the current patient's condition has been obtained. The patient did not require a transfusion.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).